Manufacturer narrative:
"Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
It was reported to vyaire medical that the vela ventilator had a leaking from the neb port and that the o2 (oxygen) issue persisted after replacing the blender. The customer confirmed that there was no patient associated with the reported event.